Event description:
It was reported that the purewick tubing was too short and the patient could not use it. It was stated that the user needed a longer one and was upset that it did not say on the description, about the length of the tube. It was noted that the patient had been using the product less than 90 days and original purewick accessories replacement kit was shipped on 28feb2022.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick tubing was too short and the patient could not use it. It was stated that the user needed a longer one and was upset that it did not say on the description, about the length of the tube. It was noted that the patient had been using the product less than 90 days and original purewick accessories replacement kit was shipped on 28feb2022.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required. Place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.